Event description:
In 2004, kinetikos medical, inc., was informed of the explant of a spider wrist fusion system implant from a pt to address pain that was the result of non-fusion of the carpal bones. No device defects were reported.